Manufacturer narrative:
510k# is unknown, as product identifier is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with oc plate backed out for spinal therapy. It was reported that a occipital bone plate was fixed with four screws, but it backed out. The products were removed and a new plate and screws were placed. When the reported screw was inserted, the screw did not come off from the flexible driver, and the screw came off together with the driver. The bone quality was bad. There was no patient symptom reported. There were no further complications reported regarding the event.